Event description:
The patient was admitted for a procedure with a lesion in the right superficial femoral artery. The lesion was severely diseased from the profunda, distally through the right superficial femoral artery. The wire crossed the lesion and the sleek balloon catheter was introduced and inflated once. Negative pressure was pulled a total of three times, however, the balloon was unable to be removed from the artery. The balloon never reached the sheath. The balloon fragment was removed with a snare and the procedure was aborted.

Manufacturer narrative:
The following products were used during the index procedure: a 7f, 45cm destination sheath and a .014, 190cm spartacore guidewire. The complaint received states that during an interventional procedure a sleek pta balloon had withdrawal difficulty and separated in the patient. There is no patient specific information available. The target lesion was right sfa (superficial femoral artery) described as severely diseased from the profunda through to the distal area. The complaint device was handled and prepped per the IFU (instructions for use) and no anomalies were reported prior to use. An interventional wire crossed the target lesion and the sleek was inserted without difficulties. The balloon was inflated once, it is unknown if an indeflator was used and the contrast to saline ration was not reported. The physician attempted to withdraw the device after the initial inflation; however, there was difficulty. The balloon was negatively pressured three times to deflate the balloon and withdrawal was attempted again; however, a portion of the balloon separated and could not be removed. The balloon fragment was removed with a snare and the procedure was aborted. There was no report of injury for the patient. The cordis corporation distributes this device and as such the original manufacturer, clearstream, is responsible for the analysis and reporting of the complaint. Per clearstream: the catheter was returned and inspected by an investigation team for a possible cause of failure. On removal of the product from the packaging it was evident that a large amount of damage had occurred to the catheter. This damage may be linked with excessive pushing and pulling of the catheter. A jagged break was identified 20mm proximal to report. The area around the shaft showed numerous kinks. The vessel was reported as being "severely diseased", due to this, it may be possible that the damage occurred through excessive handling of the catheter, leading to deflation issues which in turn made the catheter difficult to remove. The remainder of the product was assessed and no weak or defect points were identified. The lot history record for the manufacturing details of the product, were reviewed and no units were rejected for kink related or damaged shaft related issues. It was concluded that lesion type and procedural issues led to the failure of the product. The complaint of withdrawal difficulty could not be confirmed; however, the complaint of separation was confirmed. The exact cause of the failure could not be identified. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information and the product suggest that vessel, lesion and procedural issues may have contributed to the reported events. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.